Manufacturer narrative:
Result: [-1] the first benchmark evaluated was kinked on the proximal shaft, approximately the same distance from the hub as all the other returned devices. In addition, the benchmark was damaged in various other locations. [-2] the second benchmark evaluated was stuck inside the packaging tube. The packaging tube was kinked in roughly the same location as the other returned devices. In addition, the benchmark was damaged in various other locations. [-3 thru -6] the remaining four benchmarks were kinked in approximately the same locations. Conclusion: the complaint has been evaluated. The initial complaint indicated that during preparation of a procedure, six benchmarks were discovered to be kinked at the same place. Evaluation of the returned devices confirmed kinks in either the catheter or the packaging tubes all in approximately the same location. This type of damage likely occurred during transit between penumbra and the final destination. Further evaluation revealed that two of the benchmarks were kinked and ovalized in multiple locations. This damage likely occurred during return shipping. If the device is shipped without its packaging card or protective cardboard display box, it is likely that this type of damage will occur. These devices are 100% visually inspected prior to shipment to customer. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00713, 00714, 00716, 00717 and 00718.

Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. During preparation, six benchmark delivery catheter were found kinked and were not used.